Manufacturer narrative:
Additional information was provided in sections e.1, h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of inflammation, edema, infection, tissue damage, surgical intervention wound leak repair; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A retrospective post market clinical follow up study revealed that multiple patients experienced inflammation, edema, early infection, tissue damage, wound leak repair, wound irregularities while using an ophthalmic blade, and required secondary surgical re-intervention. Procedure and patient details have not been provided. Follow up to determine subject/event specifics will be performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Patient/event specific mdrs will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.